Manufacturer narrative:
G4: 15jan2020. B4: (B)(6). The manufacturer¿s international service technician confirmed the reported issue found the green power led went off by vibration caused by button operation and also found a check ventilator central processing unit (cpu) printed circuit board assembly (pcba) analog to digital converter (adc) failed error. The manufacturer¿s international service technician replaced the power switch overlay and cpu to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jul2020 b4: (B)(6)2020 a power switch overlay was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the power on (green) led detached from the trace not making contact on the power switch overlay created the power on (green) led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02jun2020. B4: 03jun2020. A central processing unit (cpu) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27nov2019.

Event description:
It was reported that the ventilator had a check vent: alarm light emitting diode (led) failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.